Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device is out of warranty and the customer was offered the repair quote which was refused. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's battery cannot store electricity. There was no patient involvement.